Event description:
Burr disengaged from motor while burring femur, unable to reattach burr while trouble shooting and motor was noticeably overheated when touched. New motor was substituted and procedure continued. Pka. Surgical delay 10 mins.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr disengaged from motor while burring femur, unable to reattach burr while trouble shooting and motor was noticeably overheated when touched. Method & results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr disengaged from motor while burring femur, unable to reattach burr while trouble shooting and motor was noticeably overheated when touched failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Burr disengaged from motor while burring femur, unable to reattach burr while trouble shooting and motor was noticeably overheated when touched. New motor was substituted and procedure continued. Pka. Surgical delay: 10 mins.